Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system died. The funeral director reported the patient's death to boston scientific and that the patient's family wants to keep the device in case the memory needs to be analyzed as they think there may have been something mis-programmed. Apparently a boston scientific field representative was there and programmed the device off; the funeral director questioned if it will remain off and if the leads can be cut, the device disinfected, and then given to the family. It was also questioned if a memory dump was performed by the field representative. Boston scientific technical services (ts) discussed magnet tones and how to confirm that therapy is off, and that it was not known to ts if a memory dump had been performed. Ts presented the option of sending the device back to boston scientific where a full physical and memory analysis could be performed. The funeral director was going to discuss the option with the family.